Manufacturer narrative:
Result - faulty foot left load cell.

Event description:
It was reported by service report that the scale would not zero, and it would display a call for service screen on the led display. No pt involvement or adverse consequences were reported.